Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having a problem with their device but they disconnected from the call. No symptoms or further complications reported